Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5mm x 20cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured. As a result, a 2.5mm x 20cm saber pta balloon catheter was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a superficial femoral artery (sfa) lesion which had calcification but no tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was able to maintain negative pressure during preparation. A 1/3 contrast and 2/3 saline mixture was used to prep the balloon. The device was able to be removed easily from the patient and remained in one piece during its removal. The device was returned for analysis. A non-sterile saber 5mm x 20cm 150 was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that it does not present any damages or anomalies. The balloon was received deflated. Functional testing was performed by attaching a syringe to the inflation lumen to simulate the inflation mechanism. The balloon inflated and deflated to its original state with no bursts or leaks noted to the balloon. Insertion/withdrawal testing was also performed successfully with no resistance noted. A product history record (phr) review of lot 82270294 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined as the device passed functional analysis. The balloon was inflated/deflated with no burst or leaks noted and without any issues to the balloon. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82270294 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5mm x 20cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured. As a result, a 2.5mm x 20cm saber pta balloon catheter was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a superficial femoral artery (sfa) lesion which had calcification but no tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was able to maintain negative pressure during preparation. A 1/3 contrast and 2/3 saline mixture was used to prep the balloon. The device was able to be removed easily from the patient and remained in one piece during its removal. The device will be returned for evaluation.